Manufacturer narrative:
Date of event is estimated. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
Related manufacturer report number: 1627487-2023-00774. It was reported one of the patient's leads migrated and that their ipg was inoperable due to not placing their ipg into surgery mode during unrelated surgical procedures. As a result, the patient lost therapy. Surgical intervention was undertaken wherein the lead and ipg were explanted and replaced. Effective therapy was established post operatively.